Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed open blisters on his back underneath the lifevest. The patient was using over-the-counter medications but the irritation was not improving. The medical outcome of the irritation is unknown.